Event description:
During follow-up, oversensing leading of noise leading to episodes of inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed visually. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
During follow-up, oversensing leading of noise leading to episodes of inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed visually. The device was reprogrammed. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
During follow-up, oversensing leading of noise leading to episodes of inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed visually. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
During follow-up, oversensing leading of noise leading to episodes of inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed visually. The ra lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of oversensing noise and lead damage were not confirmed. As received, only the distal portion of the lead was returned in one piece. Visual examination did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures. Internal shorts between the conduction paths were due to procedural damage of the inner insulation. All the damages found on the lead are consistent with procedural damage.